Event description:
Subsequent to the previously filed report additional information was received stating that, the lesion was a non calcified, non-tortuous, left anterior descending artery.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood and contrast in the inflation lumen and balloon. Blood inside the inflation lumen is consistent with the reported balloon rupture. The balloon was returned loosely folded consistent with inflation during the procedure. There was no other damage noted to the sds. The sds was pressurized using a new indeflator filled with water. Fluid leaked out of two pinholes in the balloon distal to the proximal balloon shoulder. There were no scratches noted. Scanning electron microscopy (sem) analysis indicated that the balloon failure may be attributed to mechanical damage to the outer surface. The pinholes were located adjacent to stent strut impressions. This suggests the crimped stent may have contributed to reported balloon rupture, although a conclusive cause cannot be determined. Balloon rupture can occur as a result of, but are not limited to, manufacturing (such as damage to the balloon from the stent crimp process or from damage to the balloon during the processing of the balloon material) or from damage during use of the product. During use there can be an interaction between the balloon and the anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. A review of the finished product lot history records did not reveal any nonconforming material records related to this complaint. Additionally, a query of the complaint-handling database was performed and no other incidents have been reported for difficult to deploy or balloon rupture for this lot. The balloon rupture appears to be related to the crimped stent, although a conclusive cause cannot be determined. All stent delivery systems are leak tested and inspected for damage during manufacturing before release. Additionally, a quality control audit inspection is used to verify the product quality, including destructive testing on a sampling of units to verify proper stent deployment and rated balloon pressure and balloon integrity.

Event description:
It was reported that during an interventional procedure, the xience v balloon was inflated at 8 atmosphere (atm), however, the balloon ruptured. A mercury dilatation balloon was used to post-dilate and appose the stent to the vessel wall without incident. There was no significant clinical delay in the procedure and no reported adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.